Event description:
It was reported that stored episodes of noise on the rv lead were observed. The patient was possibly non-compliant or lost to follow-up. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.